Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the pump received critical pump error alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that pump was beeping and screen had red arrow which was pointing at a book with a question mark and also reported that no alarms had been working excellently. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit was received with a critical pump error (open book error) and unable to download due to corrosion at the electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error due to critical pump error. Unit was received with minor scratched display window, case and keypad overlay.